Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving a motor error on his insulin pump. The customer's blood glucose was 385 mg/dl. The customer stated that he had passed through a security scanner with the insulin pump at an airport. He was able to rewind the insulin pump and was advised to discontinue use and to revert to a back-up plan. Nothing further was reported.